Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a refrigerator power failure occurred. The helmer refrigerator experienced a main power failure and could not be recovered. The system displayed a "not enough power" condition, preventing restoration of the refrigerator hardware. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, stated the power cord was loose and causing the error to appear. Customer reseated the cable and resolved the issue, and no further investigation was required. Verified power warning message no longer on helmer screen. Further inspection identified bin errors in row 1 that were preventing other bins from functioning properly. The wiring harnesses for all irac boards were reseated, and the system was retested. All devices were confirmed fully functional through the hardware test application. The system functioned as intended after the field service engineer repaired the device.